Event description:
Complainant purchased walker on 5/6/96. On 6/13/97, she said while at a yard sale, she heard a cracking sound and fell to the ground on her back. She stated that the right, hind leg of the walker was broken inward. She stated that the break was located about 8 inches from screws for the leg brace. The same day she went to the ER. The emergency physician told her that she had a fractured 5th vertebra and bruised buttocks. She notified invacare of incident. The co provided her another walker (same brand) and collected the broken one. Her husband and her returned the walker to the home hlth agency because it was the same brand as the previous one. Agency accepted the walker but did not provide another type of walker for her. She sought advice from an attorney. Rptr indicated that invacare told her attorney that their expert concluded that she fell onto the walker. Complainant stated that she is currently without a walker of any kind.